Event description:
It was reported that the right ventricular (rv) lead fractured due to a subclavian crush. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.